Event description:
It was reported that the patient underwent a revision surgery to extend fusion. It was also reported that during the procedure, the device had migrated and infection was suspected intra-operatively. A quick test revealed mrsa to be present; resulting in a vancomycin cement bead being implanted. Thereafter, the patient¿s renal function decreased and it was decided that the vancomycin application was not appropriate. Thus, the second revision surgery was conducted to remove the cement bead and implants. It was reported that the implants had not expanded. Post-second revision surgery, a possible breakage in expansion mechanism was found. Tissue was confirmed between the release mechanism and the cylinder. Breakage was suspected inside the device.

Manufacturer narrative:
(B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.